Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements detected via the patient's remote monitoring system. Additional information obtained from a field representative indicated that a surgical intervention was performed in which the physician pushed the lead in and rescrewed the setscrew. Normal impedance measurements were obtained thereafter. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.